Event description:
During routine circumcision the device caused irritation and bleeding possibly the result of excessive rough edges remaining after preparing the device for use by removing the "handle".